Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Customer's blood glucose level was 180-181 mg/dl. A new cartridge was loaded resolving the issue.